Event description:
Patient reported extreme pain and aligners do not fit. They want to end treatment. Requested additional information from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.